Manufacturer narrative:
The complaint is under investigation.

Event description:
We have been informed through bfarm report (B)(4) that during vitrectomy procedure, when applying the silicone oil, the tube came apart. As a result it came to loss of oil and pressure as well as and extension of the operating time (anesthesia). No report that actual patient harm occurred. Report (B)(4) does not state if the procedure was prolonged 30 minutes.

Event description:
We have been informed through bfarm report ((B)(4) that during vitrectomy procedure, when applying the silicone oil, the tube came apart. As a result it came to loss of oil and pressure as well as and extension of the operating time (anesthesia). No report that actual patient harm occurred. Report (B)(4) does not state if the procedure was prolonged >30 minutes.

Manufacturer narrative:
Since the involved vfi tube was not returned to dorc, no physical examination could be performed to confirm the reported failure or to determine its cause. Device history record review revealed no deviations and a database search showed that no similar complaints have been reported on this specific lot previously. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends.since the product is performing within anticipated rates, further actions are deemed not required at this point. Complaints will be closely monitored to identify any significant adverse trends. A customer visit is scheduled to obtain more information on the circumstances when this occurs and to assure that complaint products will going forward be returned.the analysis includes all complaints with failure mode vfi-tubing-split(-xx) and the distribution figures of the 1229.vfi tube set.

Manufacturer narrative:
Dorc was notified of the failure by bfarm. Complaint record (B)(4). Was opened; however, since the involved product was not returned, no physical examination could be performed. The manufacturing records related to the device revealed no deviations.

Event description:
We have been informed through bfarm report (32887_22) that during vitrectomy procedure, when applying the silicone oil, the tube came apart. As a result it came to loss of oil and pressure as well as and extension of the operating time (anesthesia).no report that actual patient harm occurred. Report 32887_22 does not state if the procedure was prolonged >30 minutes.